Manufacturer narrative:
Two (2) devices were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional evaluation was performed by manually trying to dock the clearlink continu-flo solution sets to the one-link devices. This proved to be unsuccessful even after swabbing the gland and male luer surfaces with an alcohol swab. It appeared that the one-link samples would not allow a secure fit. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) one-link needle-free IV connectors were disconnecting from the clearlink continu-flo solution sets. The events occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.